Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that during a parotid procedure, the hcp was unable to stimulate the nerve on the patient . There was no procedure delay as a result of this event. There was no patient impact. On follow-up, the manufacturer representative noted that there was a fuse out in the blue channel one that had to be replaced.